Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited a safety mode error. A review of the electrocardiogram showed one pacing captured and one pacing which failed to capture in the ventricles as well as noise on the right atrial channel. A request for technical review was needed. A review by technical services (ts) noted that safety mode was not intended to be a long term mode of operation for the device. Ts recommended replacing the device. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited a safety mode error. A review of the electrocardiogram showed one pacing captured and one pacing which failed to capture in the ventricles as well as noise on the right atrial channel. A request for technical review was needed. A review by technical services (ts) noted that safety mode was not intended to be a long term mode of operation for the device. Ts recommended replacing the device. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted. Should the device be returned, analysis will be conducted and this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Laboratory analysis of the reported clinical observations of failure to capture and noisy signals were not confirmed.

Event description:
It was reported that this device exhibited a safety mode error. A review of the electrocardiogram showed one pacing captured and one pacing which failed to capture in the ventricles as well as noise on the right atrial channel. A request for technical review was needed. A review by technical services (ts) noted that safety mode was not intended to be a long term mode of operation for the device. Ts recommended replacing the device. The device was explanted and returned. No additional adverse patient effects were reported.